Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: sn: 8100 (B)(4) customer stated that the 8100 will not run the rate accuracy test. I explain to the customer that there could be a number of things. First we did the door ajar test. Then the customer stated that this unit might be under the recall. I said ok I also give the customer the part number for the bezel, and sensors. And transfer the call to com for pricing. Case resolution: I explain to the customer that there could be a number of things. First we did the door ajar test. Then the customer stated that this unit might be under the recall. I said ok I also give the customer the part number for the bezel, and sensors. And transfer the call to com for pricing. (B)(4).